Event description:
It was reported that the device tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, d4, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the customer¿s allegation was confirmed. The device tested positive by olympus; and the user request was confirmed. After decontamination, the device was tested again confirming no growth after 48 hours. It was noted that the device was not used in accordance with the IFU/label: specifically, the device was repaired by a third-party repair center, whereas the IFU (page 6) explicitly states that this is not permitted: "this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Based on the results of the investigation, a definitive root cause could not be identified. During the investigation there was a correlation between the actual product/device status and the cause of the contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks, leaks) could be a source of microorganisms. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.